Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. It was noted that the patient had colitis requiring surgery. It was further reported that the patient was re-intubated and admitted to the intensive care unit. No additional information (product code, lot number or sample information) was provided. No patient information available and limited information provided about the death. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on (B)(4) 2014.

Event description:
The following complaint was received through our legal department for alleged death. It was reported "a patient underwent a surgical procedure and the endotracheal tube leaked depriving him of oxygen thus resulting in cardiac arrest and death."